Event description:
It was reported that this device exhibited beeping tones and was subsequently seen in-clinic. It was noted that variable shock impedance from this right ventricular (rv) resulted in the beeping tones. The physician performed provocative maneuvers to verify the rv lead integrity and the patient was enrolled in remote monitoring. At this time, this lead remains implanted and in service and the patient was stable with no adverse consequences.